Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23 jan 2026, arthrex was notified via email of a case study published on 2021 by the acta orthop belg titled ¿lanatomic reconstruction of the medial collateral ligament in multi-ligaments knee injury using achilles allograft: a modification of marx¿s technique.¿ the study reviewed 11 patients and identified collateral ligament instability with bioabsorbable interference screws and tenodesis screws in 2 patients during the 1.5-year follow-up period. Ref: yazdi h, kwon jy, ghorbanhoseini m, gomrokchi ay, motaghi p. Anatomic reconstruction of the medial collateral ligament in multi-ligaments knee injury using achilles allograft: a modification of marx¿s technique. Acta orthop belg. 2021;87(2):359-365.